Event description:
Ion us coa clinical study. Same case as MDR ID#s 2134265-2012-06282 and 2134265-2012-06283. It was reported that post coronary stenting treatment procedure, angina, in-stent restenosis, and surgery occurred. In (B)(6) 2011, the subject presented due to stable angina (ccs class-ii). Cardiac catheterization was recommended which revealed two target lesions. Target lesion #1 was a 95% stenosed denovo lesion located in the mid left anterior descending (lad) artery. The lesion was 8mm long with a reference vessel diameter of 2.5mm and treated with direct stent placement using a 2.50 x 8mm ion stent with 0% residual stenosis. Target lesion #2 was a 85% stenosed denovo lesion located in the proximal left circumflex (lcx) artery. The lesion was 16mm long with a reference vessel diameter of 2.5mm and treated with direct stent placement using 2.75 x 8mm and 2.75 x 8mm ion stents with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel the following day. In (B)(6) 2012, the subject presented with recurrent "crescendo angina" of an unstable pattern and was referred for cardiac catheterization. Two days later, the subject underwent 2 vessel coronary artery bypass graft (CABG) surgery with left internal mammary artery (lima) to lad (to bypass the 80% ostial stenosis of the lad) and right internal mammary artery (rima) to distal lcx (to bypass both the 90% ostial lcx lesion and the 50% discrete in-stent stenosis of the study stent located in the proximal lcx). The subject was discharged on aspirin and clopidogrel. Date of discharge unknown.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).